Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 125 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed. Based on the analysis, the alleged shutdown issue could not be verified.